Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. An opticross 18 was selected for use. During the procedure, it was noted that the catheter wrapped around the non-boston scientific guidewire. The catheter and guidewire were stuck together and were removed together. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the superficial femoral artery. An opticross 18 was selected for use. During the procedure, it was noted that the catheter wrapped around the non-boston scientific guidewire. The catheter and guidewire were stuck together and were removed together. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device was returned for evaluation. Twists were observed in the imaging window assembly. A kink was observed in the sheath assembly. The guidewire exit port was found damaged. Imaging window twisted. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.no other issues were identified with the device and no patient complications were reported.